Event description:
It was reported that the patient underwent a lumbar fusion procedure using rhbmp-2/acs. At an unknown time post-op, the patient developed significant bone resorption. Two and a half years after implant, the resorption zone reportedly continues to grow.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we were unable to determine the definitive cause of the reported event.